Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned bmw universal ii guide wire found blood and contrast on the core and a core separation, 148.9 cm distal to the proximal end of the guide wire. The separated portion was not returned. The guide wire was measured side by side with a new bmw universal ii guide wire and revealed that the guide wire was separated at the proximal end of the hypotube. Scanning electron microscopy (sem) analysis of the guide wire suggests that the failure of the core may be attributed to fatigue rupture initiating at multiple origins along the outer surface. Beyond the elliptically shaped fatigue regions, the rapid fracture region revealed dimples, indicating ductile overload. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to stretch and/or detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, the reported guide wire separation was likely the result of the reported resistance with the lesion. Factors that may contribute to resistance while crossing or while in the lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In this case, the lesion was described as moderately calcified and the iliac artery and aorta were very tortuous which could have contributed to the difficulty as explained above. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record was reviewed. There are no non-conforming material records associated with this lot. The reported resistance, guide wire separation and treatments appear to be related to operational context of the procedure and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: mini-trek 1.2/12. Guide wire: extra sport 300cm. Guide cath: finecross microcatheter. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a left anterior descending artery procedure to treat in-stent restenosis of an unspecified stent, the bmw universal ii initially failed to cross the moderately calcified lesion. Additionally, the iliac artery and the aorta were very tortuous. The buddy wire technique was applied and the bmw universal ii wire was successfully placed. An rx mini-trek 1.2 x 12mm balloon successfully dilated the lesion and was removed. When the balloon was re-inserted, resistance was felt during advancement between the balloon and the guide catheter. At this point, it was noted that the bmw universal ii wire was separated at the proximal shaft which was inside the guide catheter. Trapping balloon technique was used to remove the separated portion of the wire. There was no adverse patient sequela reported. Although requested, there was no additional information provided.